Event description:
The manufacturer became aware of an allegation of unit has low flow from a dme regarding an elegance nebulizer. There was no report of patient harm or injury, no report of exposed wires or thermal issues. The manufacturer received the device for investigation. The unit has no power, so we are unable to confirm the complaint of unit has low flow. The ac power cord has a faulty plug, one of the prongs has broken off. There was no evidence of thermal damage, no voids or damage to the enclosures. There were no exposed wires. This report will be submitted as an initial final. There was no patient harm or injury. The manufacturer concludes no further action is needed at this time.